Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and experienced a skin overgrowth on the abutment. There are plans to change the abutment however this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on february 26, 2018. (B)(4).

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthetic to undergo skin revision and an abutment change (date not reported). The implanted device remains. This report is filed on january 11, 2019.